Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be forthcoming within 30 days upon receipt.

Event description:
It is reported that after the stent was in place, the delivery system was stuck on the angioguard. The age and gender of the pt are unk. The target lesion location was the carotid artery (side unknown). The stent was deployed very close to the angioguard. After the stent was deployed properly, when the physician tried to remove the stent deployment system it acted as if the stent deployment system was seized to the angioguard. They would only move as one unit. After much manipulation and moving the sheath into the stent they were finally able to separate the two. The angioguard was redeployed and case was completed. No patient injury. It was noted that there was a tortuous landing zone distal to the angioguard placement, which is the reason the angioguard was so close to the stent. The delivery system did not appear to be on the basket, but more like the wire. The tip of the deployment system may have been lodged into the very beginning of the angioguard.